Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20x3.0 mm balloon ruptured at ten atms on the second inflation, and a vessel dissection occurred. The first inflation was to six atms. The pt remained asymptomatic during this event. The lesion being treated was an 80% stenotic lesion in the proximal left anterior descending coronary artery. The physician used a 6f mach1 jr4 guide catheter and a pt2 ls j curve guide wire to cross the lesion. The maverick2 monorail balloon was removed and a vision 3x23 mm stent was placed as a result of the vessel dissection. Patient status is reported as `stable'.